Event description:
Removal of endosseous dental implant. Implant was placed in site #11 (class ii-iii bone) on 12/12/96 during a routine procedure. The clinician reports that the implant was placed under an existing denture. At the time of implant failure, the patient experienced tenderness. The implant was removed on 02/03/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.